Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a position check failure and rising thresholds. It was also noted that the right ventricular (rv) lead exhibited rising thresholds. The ra and rv lead remains in use. No patient complications have been reported as a result of this event.